Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that during a distal right coronary artery stenting procedure, the corkscrew method was used to advance the 2.5x33mm xience xpedition stent delivery system through the severely tortuous vessel into the heavily calcified lesion. Once at the lesion, the stent was deployed at 12 atmospheres (atm), but would not deflate. The balloon was further inflated to an unknown atm, but still would not deflate, so a 10cc syringe was used to deflate the balloon. This was partially successful and all devices were removed together without issue. Once out of the body, the balloon was inspected and found to be inflated and twisted at the distal end. Additionally, once outside of the body, the balloon was able to be inflated and deflated without issue. There was no adverse patient sequela and no clinically significant delay in procedure. There was no additional information provided.